Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly with three proglide devices, the whole suture came out with the plunger at step 3. The suture of two new proglide devices were successfully pre-placed. The interventional procedure was completed was completed with the same 8f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.